Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing a loss of stimulation. The patient reported that stimulation was intermittent and would occur with positional movement. The patient stated that in some positions they could feel stimulation and in other positions, they would feel no stimulation at all. It was reported that the stimulation then went from intermittent to nothing at all. This was considered a sudden change of therapy. No falls or traumas were reported that could be related to the issue. It was noted that the patient also hadnt had any recent medical tests or emi environmental exposure either. The patient checked their implantable neurostimulator (ins) using the programmer and it showed that stimulation was on. Troubleshooting steps were performed but didnt resolve the issue. It was further reported that the patient had an x-ray on (B)(6) 2016 that showed that the lead was broken. The x-ray didnt show if there was an issue with the ins itself, but it was suspected that the battery may be dying or dead. The patient was to follow up with a manufacturer representative. It was noted that the issue had been ongoing this year and may have been a part of 2015 also, but the patient didnt remember. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.